Event description:
It was reported that the patient went through withdrawal when the pump was replaced. The patient was hospitalized for 2 weeks. The patient was sick, throwing up, had blurry vision, and the patient couldn¿t urinate. Per the reporter, the hcp (healthcare provider) ¿took the medication out of the old pump and put it into the new pump without first removing the saline which would dilute the medication¿. It was also reported that the patient had ¿a septic infection and was on life support for 4 days¿. The patient was ¿sent home with oral meds, he had a below 80% oxygen level, and they didn't make sure he could urinate before discharge¿. They were in the process of looking for a new physician to manage the patient¿s care. The pump was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l58817, implanted: (B)(6) 1999, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient was in the ICU (intensive care unit) on (B)(6) 2013. The patient was in the hospital for 11 days.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received and it was reported that following implant, the patient was allowed to go home without urinating. The next day, the patient rested as instructed. When it came time to eat dinner the patient was feeling nauseous and somewhat dizzy and about to throw up. He managed to eat a little portion of his dinner but still had not urinated. He spent a good part of the night throwing up and withdrawing. In the morning, the patient called his son. His son called the doctor's and they told him to bring the patient into the office. They put the patient on an IV with a saline solution and pain medication and placed him on oxygen; his oxygen was in the low 70s. They wrote a prescription for morphine and one for a nausea medication and told his son to take him home. He still had not urinated. His son had taken him to the rest room, but he was unable to void. The doctor said that it was okay and he'd urinate when he got home, but the patient never did. The patient continued to vomit on friday. The office was closed, so they told the patient to go to the ER (emergency room) and someone would meet him there, but no one did. On admission to the ER, almost 2 liters of urine were removed from the patient's bladder with a catheter; his stomach was very distended and hard. The patient was in full withdrawal. All of his my vital signs were "way out of whack" and he "hardly knew what was going". The patient was admitted to the hospital. The physician explained to the patient's son that if the saline wasn&#62752;taken out of the new pump at implant that the medication in the pump would diluted. About 3am the next morning, the patient's entire body shut down. His heart, lungs, and kidneys failed and he stopped breathing; his "blood pressure was 10" the patient "saw nothing but black, I heard nothing, but I knew I was dead. For how long, I don't know, but their code blue team does a wonderful job. Between the heart paddles and whatever else they did, I came back". By this time, the patient was also septic. They did whatever they do and I was rushed to the ICU put on a ventilator and oxygen and I remained there for 4 days. I was hospitalized a total of 9-10 days". During that time, the pump managing physician only came in 2 or 3 times. The patient was looking for a new physician to manage his pump. His neurosurgeon recommended a dose increase on (B)(6) 2013, but the managing physician office had not responded to his calls as of 09/29/2013.